Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system software upgrade was installed during the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.